Manufacturer narrative:
The field service engineer replaced the da to mc cable to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) reference failed vent inop occurrence. Patient involvement is unknown at this time.